Manufacturer narrative:
Bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for 5251624 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident can be determined, as no sample was sent in order to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that one shelf package of a 13x100 mm 5.0 ml bd vacutainer® plastic ppt molecular diagnostics tubes had an illegible expiration date and lot number. No serious injury or medical intervention reported.